Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the atrial lead revision and the device was programmed. There were noises on the electrogram (egm) and over sensing. The device is still in use. No patient complications have been reported as a result of this event.